Event description:
Healthcare professional reported, a "left side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening side assessed, as unidentified (tear) opening and cracked valve seat diaphragm valve (shell thickness was within specification).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left side deflation." Device has been explanted.